Event description:
It was reported that customer encountered cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with guidance, confirmed error did not recur after reset, and successfully started new sensor session; no additional information was received regarding further outcome.